Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report#3006705815-2019-00064, reference MFR report#3006705815-2019-00056. It was reported that the patient could not set to the ipg to the MRI mode. Multiple troubleshooting attempts were made to no avail. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 3 of 3. Reference MFR report#3006705815-2019-00064 . Reference MFR report#3006705815-2019-00056.